Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2009, that a corflo cubby low profile gastrostomy device was used during a routine feeding procedure. According to the complainant, the device button locking adapter was broken while detaching it from the feeding tube following feeding. The procedure was completed with another corflo cubby low profile gastrostomy device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The root cause of the reported malfunction is undeterminable.